Manufacturer narrative:
This complaint report meets the reporting criteria of FDA MDR report based on the reporting precedence for this product family for stent fracture. Problem statement the customer reported the following problem "pancreatic stent broke during removal from pancreatic duct. A cook snare ((B)(4)) was initially used to remove pancreatic stent. This caused the pancreatic stent to partially break/fragment. An alligator grasper was then used to attempt to remove the stent; however this failed to remove the stent. A new cook snare ((B)(4)) was then successfully used to remove the stent.¿ no part of the device remained inside the patient. The patient did not require an additional procedure due to this occurrence no adverse effects to the patient were reported due to this occurrence. 1 device of gpso-5-5 lot number unknown was returned to cirl for evaluation. Lab evaluation on evaluation of the returned device, the customer complaint was confirmed as the stent was broken at the flap of ductal end of stent. Failure mode was confirmed as stent breakage upon removal. Document review a review of the manufacturing records for the gpso-5-5 device involved in this complaint could not be reviewed as the lot number could not be provided. Prior to distribution, gpso-5-5 devices are subjected to visual inspection and functional checks to ensure device integrity according to internal cirl procedures. According to the instructions for use, the user is advised as follows: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The precaution section of IFU states that "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended". There have been no adverse effects on the patient as a result of this occurrence. The cause of the complaint could not be conclusively determined. Risk assessment has been raised for this occurrence. Any required actions will be addressed through the risk management process where applicable. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Pancreatic stent broke during removal from pancreatic duct. A cook snare ((B)(4)) was initially used to remove pancreatic stent. This caused the pancreatic stent to partially break/fragment. An alligator grasper was then used to attempt to remove the stent, however this failed to remove the stent. A new cook snare ((B)(4)) was then successfully used to remove the stent.